Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a blockage in the pressure line luer fitting. A syringe filled with deionized water was connected to the line and when it was engaged there was a restricted flow observed from the line. The reason for return was confirmed. Correction d2 (product code), d2.1 (common device name), d3 (MFR name), d3.6 (postal code) & d4.5 (unique identifier (UDI) #): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the custom tubing pack was found to have the pressure line coming off the top of the bubble trap completely occluded. A new pack was opened to use another cardioplegia set to complete the case. There was no patient involved. Medtronic received additional information that there was a visible blockage inside the tubing, it looks like a plastic block in the tubing. There was no damage was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.